Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this lead was originally implanted as a his lead, and it was found that the lead was exhibiting loss of capture at maximum outputs. It was then determined that it had dislodged from its position. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects.